Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured, and the lead exhibited high thresholds, high impedance and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.